Event description:
This was the strangulation death of an apparently elderly woman, who was in an assisted living situation. Product was installed on her bed in late 2001 and, she died in 2002 of strangulation in this device, which is described in its patent as in the field of bed rail and handle systems. Manufacturer has known of this death since at least 2005, when legal action filed against it. Manufacturer possibly non complaint with reporting requirement. Dates of use: 2001 - 2002. Diagnosis: prevent bed fall.